Event description:
It was reported that a hole blew through the catheter during the power injection. The catheter was inside the patient however, the hole was located "up at the y hub". As a result, the catheter was removed. There was no reported patient death or injury. Medical/surgical intervention was not required. Additional information received from the hospital on (B)(6) 2010 stated the injection rate used was 18ml per second and they were using 150cc syringe.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.